Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ reporter contacted lifescan (lfs), alleging the patient's onetouch ultralink meter was not powering on when he tried to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. One month prior to contacting lfs, the reporter alleged, the patient attempted to test his blood glucose because it was time to test, but was unable to, due to the alleged issue. The reporter claimed the patient uses insulin pump therapy to manage his diabetes. The reporter stated the patient made no changes to his usual diet or activity level on the day of the alleged issue. The reporter stated, the patient developed a headache, 3 hours after the issue started at 9:00pm. The reporter stated they were able to test on a backup device and obtained a reading "in the 70'smg/dl." The reporter noted the patient was given something to eat, and took a decreased correction dose of insulin due to the low reading. At the time of troubleshooting, the cca documented that the patient was using the correct test strips and there was no misuse of the device. The cca noted that the meter does not power on when the power button is pressed. The cca confirmed the subject meter battery did not need to be replaced. The alleged issue was not resolved with training. Replacement products were sent to the patient. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The patient did not report any blood glucose readings, symptoms or medical intervention by a third party or healthcare professional that suggests a serious injury occurred. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.